Event description:
It was reported that non sustained right ventricular oversensing (nsrvo) due to under sensing of premature ventricular contractions (pvcs) was observed on the implantable cardioverter defibrillator (ICD). Continued monitoring was recommended since no episodes had occurred since july 2023. There were no patient consequences.